Manufacturer narrative:
The devices were returned to conmed for evaluation. Both probes appear to exhibited insulation dielectric failure due to reduced insulation thickness which is most likely caused by contact being made with another device. The manufacturing documents from the device history record have ben reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. This is the only complaint against this lot of 95 devices. A two-year historical complaint review revealed 6 similar complaints involving 10 other devices. The failure occurrence rate for this device and failure mode, should all complaints have been confirmed, would be 0.0006. In that same timeframe, (B)(4) units have been manufactured and sold worldwide. A risk analysis was performed and deemed this failure as acceptable. Per the IFU for this device, the user is advised: - only use the device in conductive fluid to avoid damage to the insulation - to avoid contact with sharp and metal instruments at all times this incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
It was reported that during an arthroscopic shoulder joint surgery, holes were observed on two esa-5396 ultrablator probes at the tip of the shaft. Therefore, the surgeon used an alternative one to complete the surgery. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.